Manufacturer narrative:
Review of records found no previous complaints or incidents during the two years the nalu system was implanted and in use, it is notable that there are records of three inquiries around MRI conditionality in (B)(6) of 2023. MRI was being requested for shoulder area, which was not an area being treated by the nalu system. After reviewing the patient's records with nalu, there does not appear to be any indication that the system was malfunctioning. Suspect the request for explant was related to the shoulder MRI inquiries.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021 to treat lower back pain. In (B)(6) 2023 the patient indicated a desire to remove the system due to inadequate pain relief. Patient was offered reprogramming and troubleshooting to improve satisfaction with the system, patient refused. A full system explant was performed on (B)(6) 2023 per the patient request.